Event description:
Event description boston scientific crm received information that during a follow-up, this pacemaker could not be interrogated and would not respond to magnet application. The device has been in service for 6.5 years, and has not yet exceeded the expected longecity at nominals of 6.8 years. This device is part of an advisory regarding the hermetic seal component, and has exhibited symptoms consistent with those described in the advisory. No adverse patient effects were reported.